Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a peritoneal dialysis patient that a supply bag lines are blocked was encountered during dwell 3 of 4. The patient observed a fluid leak when removing the cassette from the cycler cassette housing. Follow-up with the patient indicated that treatment was completed with continuous ambulatory peritoneal dialysis. Treatment was resumed on a replacement cycler. There was no complications reported as a result of the alleged event. Additional information was solicited.

Manufacturer narrative:
Plant investigation: the reported complaint symptom code (fluid leaking) was not confirmed. The reported complaint symptom code (sb supply bag lines are blocked) was not confirmed. An exterior visual inspection of the returned cycler showed signs of physical damage to the rear panel. Valve actuation test passed. System air leak test passed. A post-accelerated stress test 2 hour 15 min 8500 ml simulated treatment was performed and completed without any failures or problems. There were visual indications of dried fluid within the cassette compartment during the internal inspection. No burrs or sharps in cassette area that may have punctured a cassette membrane. The cause of the observed dried fluid could not be determined. Glucose test failed. The mushroom head check passed. The device history record found mushroom head check previously. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements.

Event description:
"."